Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient failed spontaneous breathing trial (sbt) and was unable to extubate. Patient undergoing supraventricular tachycardia (svt) again, but noted to be unlikely to pass due to excessive secretions and tachypnea. The physician assistant consulted regarding patient management and goals. Possible device-related contribution to ventricular tachycardia (vt) during sbt. Last echocardiogram showed device position remained at 5.3 cm. The pump was subsequently weaned and explanted. The patient's outcome at the time of explant was survived.